Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert on the right ventricular (rv) lead for oversensing but a detection criteria was not met for ventricular fibrillation (vf). Once the rhythm became fine vf undersensing occurred and the detection criteria was again not met. The patient was subsequently reported as deceased.